Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens was initially implanted into patient¿s eye but a haptic tore off and a crack was observed in the middle of the lens. Hence the lens was then cut and removed from the patient¿s eye and replaced with another identical lens. There was no harm to the patient.

Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of company injector which is not qualified for use with the associated intraocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of a non-qualified injector. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).